Event description:
It was reported that shaft break occurred. The greater than 70% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal coronary artery. A 2.25mm x 20mm emerge balloon catheter was advanced for dilatation. However, the mid shaft of the balloon catheter fractured and broke in half. The device was removed by simply pulling out from the patient. The procedure was completed with another of the same device. There were no further complications reported.